Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/25/2023. An investigation was conducted on 05/31/2023. A visual inspection was conducted. Signs of clinical use and evidence of tissue was observed on the intact heater wire. No visual defects were observed on the intact heater wire or the clear silicone insulation on the jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke or unusual odor was observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. No final testing was conducted due to the condition of the heater wire. Based on the results of the evaluation, the reported failure "failure to deliver energy¿ was not confirmed. The lot # 3000306609 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They states that when connecting hp ii extension cable to the generator adapter, the generator had a constant beeping noise and would not generate energy to the hemopro kit. They swapped out the generator and got the same response. They then changed kits (vh-4000) and this corrected the problem. They completed the procedure with no issues and no patient injury.